Event description:
Chronic pain on total prosthesis of left hip and cobaltemia augmentation. Clinical consequences : peri-articular granulomas. Change of total hip prosthesis left.

Manufacturer narrative:
Reported event: an event regarding revision due to pain and abnormal ion level involving an abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: not performed as lot code information provided was invalid. Complaint history review: similar events have occurred for the catalog number and product family. These events were determined to be associated with (B)(4). Conclusions: voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain and abnormal ion level is considered to be under the scope of this recall. No further investigation is required. H3 other text : device not returned.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abgii. Modular stem is considered to be under the scope of this recall. No further investigation is required.

Event description:
Chronic pain on total prosthesis of left hip and cobaltemia augmentation. Clinical consequences : peri-articular granulomas. Change of total hip prosthesis left.